Event description:
Product investigations found the lancet did not retract into the softclix lancet system. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Replacement product was shipped.

Manufacturer narrative:
The suspect product is the softclix plus lancing device. Product investigation was performed.